Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. The electrode tip has been eroded from the spacer tip. The electrode legs are still embedded in the spacer tip. Bio debris is present. Product was out of the original packaging and no packaging was returned. A functional evaluation was performed on the returned device and found settings (1,7) when plugged in. Plasma and coagulation were generated on the remaining portions of the electrode. The resistance was measured at 0.91 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include hitting the device tip against a hard surface such as an insertion cannula, using the device as a lever to enlarge surgical site, or mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the electrode of the super multivac fell off. The procedure was completed using a s+n back up device. It is unknown if there was a delay. No further complications were reported.